Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified the cause was due to multiple hardware malfunction. The fse replaced the buffer valve, sample probe, sample syringe, and buffer syringe which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false low sodium (na) patient result with negative anion gap (agap) results on cell #1. The customer also indicated calibration and quality control (qc) failures for potassium (k). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.